Event description:
It was reported that the system 6800 produced poor image quality. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The image intensifier had been damaged during movement when it struck a wall. The image intensifier was replaced. The system was tested and found to be working as intended and placed back into service.